Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon broke inside the patient after inflation with 50ml sterile water. There was no patient injury and no product residues were found inside patient.

Event description:
It was reported that the foley catheter balloon broke inside the patient after inflation with 50ml sterile water. There was no patient injury and no product residues were found inside patient.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. Evaluation of the photo sample noted the balloon on the foley catheter burst; no pieces appear to be missing from the photo. A potential root cause for this event could be, "high modulus latex". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex." "Visually inspect the product for any imperfections or surface deterioration prior to use." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.